Event description:
It was reported that a malfunction alarm occurred with the customer's pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted in resetting the pump by technical support, and the malfunction did not recur. The customer was advised to continue using the pump and to call if the issue arises again, which they acknowledged and understood.